Manufacturer narrative:
Unit was received with currents in specification. Unit was unable to prime during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor system alarm or external error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker, and serial number label was missing.

Event description:
It was reported that the insulin pump alarmed external error and compromised force sensor system. Insulin squirted out during manual prime. The piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen and no beeps were heard. Exiting prime was not possible. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.